Event description:
The service report shows the peep pressure would fluctuate up an down. The nellcor puritan-bennett customer support engineer (npb cse) verified the fluctuating peep conditions. The npb cse inspected the device and replaced the autozero solenoids. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.